Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a solicited report by a nurse from germany of peritonitis in a patient, coincident peritoneal dialysis therapy. On an unreported date, the patient began therapy intraperitoneally for peritoneal dialysis (pd). It was not confirmed if the patient was receiving baxter products at the time of the event. On (B)(6) 2012, the nurse reported that the patient experienced peritonitis. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the patient developed bacterial peritonitis including cloudy effluent, aggravation of the patient's general condition, fever and diarrhea. On an unreported date peritoneal dialysis (pd) was discontinued. The reporter mentioned that the pd was not stopped due to the bacterial peritonitis. First treatment included ceftriaxon and tavanic. Second treatment included tazobac and vancomycin. From (B)(6) 2012, the patient was treated with tazobac (4,5g, 1-0-1) and gentamycin (110mg, after hemodialysis). At the time of the report the patient was still not recovered. The complaint was not confirmed. No device malfunction or use error was identified.